Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her sensor was alerting her that she was low but she was not. She stated she had tried to calibrate several times. The customer's blood glucose was 46 mg/dl. She stated she had treated her blood glucose with food. The customer was advised to monitor her blood glucose. No additional information provided.